Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose; value was not provided. The customer declined to perform troubleshooting and reported that the pump was not the reason for the low bg.